Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: follow up received from affiliate: additional information requested: which firing of the device did this event occur on? --- no information. What vessel or structure was the device fired on at the time of the event? --- no information. Was the clip fully advanced into the jaws prior to firing? --- no information was there any torquing or twisting of the device present at the time of firing? --- no information. Was any unexpected resistance felt while firing the trigger? --- no information. How was the device removed from tissue? --- no information. Was there any tissue damage after the device was removed from the tissue? --- no. If so how was the tissue repaired? --- na. Were any unexpected noises heard? If so, when? --- no information did anything unexpected happen prior to this incident? --- no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? --- no information. Was there a recent conversion to ees devices in this account or with this surgeon? --- no information.

Event description:
It was reported that during a laparoscopic hysterectomy, the jaws did not open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = jaws. The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; 1 pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining 13 clips were conforming according to our manufacturing specifications. A possible cause of malformed clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange indicator was undertraveled, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.